Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Additional information received reports that the revision on (B)(6) 2014 was to repair patient's abductors. It was further noted that the abductors tore as a result of an alleged fall. The abductors were repaired and the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-05447 /-06571).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Additional information received reports that the revision on (B)(6) 2014 was to repair patient's abductors. It was further noted that the abductors tore as a result of an alleged fall. The abductors were repaired and the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of translucent synovial fluid, grayish brown synovium, retroverted acetabular cup and tan discolored necrotic-appearing tendon. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.